Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia, on unknown date with 905 mg/dl blood glucose level. Customer was treated with insulin via intravenous but prior to that, they delivered manual insulin using the insulin pump. Customer stated that they were not able to determine the error because they was unconscious, also they was under cardiac arrest because of the hyperglycemia. Customer stated that the cannula was bent. Customer decline the troubleshooting as they already consulted with their doctor about the high blood glucose. The devices will not be returned for analysis.